Manufacturer narrative:
(B)(4). Date sent: 11/24/2015. (B)(4). Additional information was requested and the following was obtained: what confirmation was received that the device was fully fired? The surgeon compressed until unable to compress any further. Were there staples missing from the staple line? No the analysis results found that the ccs25 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a gastrectomy procedure, some of the staples did not perform b-formation when inspected. That means the tissue was cut, but not properly anastomosed. The gap indicator window was set all green. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient reported.